Event description:
It was reported a spectrum pump was alarming for a system error 322. The customer reported that it was unknown if there was pt involvement. This event occurred after the first clinical use.

Manufacturer narrative:
(B)(4). The pump was evaluated at baxter. The unit was tested for 24 hours with no occurrence of a system error 322. A review of the history log confirms the reported system error. The evaluation was unable to determine the cause. When evaluating known contributors of system error 322, it was determined that the upper and lower aux were the failing components. As a result, the upper and lower aux have been replaced.